Manufacturer narrative:
UDI related data quality updates only - correction to a previously submitted MDR for identified discrepancies between data submitted in MDR and data submitted to gudid. D4 - correction to unique identifier (UDI) #

Manufacturer narrative:
Case-(B)(4)- the device history record was reviewed for lot 118634 and contains no information that indicates devices were released with any non-conformance that would contribute to complaint.

Event description:
On (B)(6) 2023, a patient underwent a sinus node modification procedure. After the epicardial portion of the procedure, the patient's heart rhythm converted from sinus to junctional. Both the epicardial and endocardial portion of the procedure were completed, as planned. Post-operatively, the patient remained in junctional rhythm and was discharged from hospital without intervention on the third postoperative day. Junctional rhythm persisted along with symptoms related to chronotropic incompetence. The patient was admitted on (B)(6) 2023 for implantation of dual chamber pacemaker. There was no reported device malfunction, and the adverse event was the result of a procedural complication.